Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) coronary artery. An opticross hd ultrasound catheter was selected for examination. During the procedure, air bubbles appeared intermittently, causing poor image recognition and lost image. A second catheter was used and also exhibited poor image recognition due to air ingress. White rings were noted around the transducer area. Another device of the same model was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Investigation results: media review: media provided by the customer showed a poor image on the capital equipment screen. Device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. No damage was found in the imaging core within the telescope and sheath section of the device. Impedance testing showed an electrical open at the proximal end of the catheter, 130-140cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established, following a review of the reported event details and the available information. In this case, the returned device showed an electrical failure, however, it was not possible to identify the probable cause of the observed failure. Regarding the reported device entrapped air, the as analyzed cause code of no problem detected is assigned, following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) coronary artery. An opticross hd ultrasound catheter was selected for examination. During the procedure, air bubbles appeared intermittently, causing poor image recognition and lost image. A second catheter was used and also exhibited poor image recognition due to air ingress. White rings were noted around the transducer area. Another device of the same model was used to complete the procedure. There were no patient complications reported.